Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed to the soft cannula. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, headaches, difficulty breathing and vomiting. The patient was treated with insulin via intravenous therapy, hydration drip and oxygen. When the pod was removed from the infusion site (back), the cannula was found bent.